Manufacturer narrative:
Note: the event date was selected as (B)(6) 2014 at the time of publication. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The authors concluded that the device adequately supports acutely ill heart failure patients until the time of transplant or recovery. In addition, a high incidence of adverse neurologic outcomes might be related to the large percentage of female patient, the high intermacs levels, or to unknown factors. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was received that included a report of ten patients who expired during vad support. This article discussed real world outcomes of 71 patients implanted with 72 vads between 13-may-2010 and 30-jan-2013 at four canadian centers. All patients included in this study are reported to have had a history of advanced heart failure during maximal medical therapy and were thought to be unable to survive without lvad support. Heart failure etiology included 31 patients with dilated cardiomyopathy, 25 patients with ischemic cardiomyopathy and fifteen patients with other etiology. Twelve of the patients were reported to have required pre-operative support with extra-corporeal membrane oxygenation. Indications for support included 67 patients implanted with a bridge to transplant indication and four patients with a destination therapy indication. These patients were also reported to have a median age of 53 years and 43 of them were reported to have been male. Two of the 71 patients subsequent had their vads explanted due to myocardial recovery, 26 of them received a successful cardiac transplantation, 29 of the patients had ongoing support at the time of the last follow-up and ten patients died. Of the ten patients who expired, four died from new intracranial bleeding (two within the first 30 days and two after 30 days), four died of ischemic stroke (two peri-operative strokes and two after 30 days) and two died of multisystem organ failure. One of the four patients who died from intracranial bleeding is reported to have had two open heart surgeries in the ten days before the vad implant and might have had heparin-induced thrombocytopenia. A second patient is reported to have had multiple small embolic strokes that had started three weeks after the implant; while a third patient died from a global ischemic neurologic insult after an arrest that occurred during a tracheostomy. The authors concluded that the device adequately supports acutely ill heart failure patients until the time of transplant or recovery. In addition, a high incidence of adverse neurologic outcomes might be related to the large percentage of female patient, the high intermacs levels, or to unknown factors. Further follow up did not yet yield any additional relevant information regarding these events.